Manufacturer narrative:
Additional information has been requested. To-date, no new information has been received. The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 6 years 8 months post implant of this 28mm mitral annuloplasty ring, the device was explanted and replaced with a 27mm medtronic bioprosthetic valve. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.